Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient was allergic to the metal in the implantable neurostimulator (ins), which caused her implant site to not heal and it kept splitting open; the patient¿s body was rejecting the device. In result, the ins was removed around (B)(6) 2017 but it was unknown if the whole system or just the ins was removed. In the end, the patient was redirected to their healthcare professional (hcp) to obtain further information and medical records. There were no reports of device issues or allegations. Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. It was reported that both of the leads and the implantable neurostimulator (ins) were removed on (B)(6) 2016. The hcp also reported that the patient had increased pain and burning over the ins site, swelling when the ins was turned on (reason for explant), and the device did not help with the pain. There were no further complications reported or anticipated.